Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from january through october, 2021. It was later added that there were primary audible alarms, a non-OEM bmv" power cord and tamper seal on plunger case. The non-OEM speaker has resistance of 11 ohms, not counting the lead resistance of about 2.5 ohms. There was no signs of fluid ingress; the j9 was missing glue, and speaker counts l3, l4, and l5 equal 50, 108, and 169, respectively. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.

Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product was returned by the customer. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. Manager of customer and technical support and a field service engineer will be performing complaint investigations and gathering data, but not performing any repairs or remediation work for any issues they may find. They will document and let customer know of any issues found/necessary repairs to be performed. However, auxiliary control unit (acu) watchdog failure is a sympathy alarm for primary audible alarm post and/or primary audible alarm bgnd test issue. This is a known issue. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received via email from manager of customer and technical support and attached in complaint: no further information available. The customer has been filing these generic complaints based on server reports they are generating themselves. As far as the customer knows, they are not pulling individual event history log (ehl) from pumps, they are just filtering reports to show auxiliary control unit (acu) watchdog failure. No patient injury.